Event description:
It was reported to medtronic legal from the attorney of the family on (B)(6) 2023, medtronic received notice of a legal filing containing 510 individual claimants. The reporter alleged that the use of one or more medtronic mini med 600 series insulin pumps with a damaged, missing, or broken retainer ring caused the claimant to suffer personal injuries and was hospitalized. The allegation did not specify the pump identifier (serial number) and therefore all 600 series insulin pumps in possession of the claimant, including this pump, were considered potentially within the scope of the report pending confirmation of the affected serial number(s). When and if the affected serial number was identified, all related reports will be updated accordingly. The use of the pump within 48 hours of the reported event and the status of the auto-mode feature was unknown. It was unknown whether the customer will continue using the device. The insulin pump was not expected to be returned for analysis.

Manufacturer narrative:
Additional information has been received regarding the patient weight change from 135 to 0 which was not included in the initial report. So, the correct patient weight as per new additional information is 0. Additional information has been received regarding the incident date change which was not included in the initial report. So, the correct incident date has been changed from (B)(6) 2019 to (B)(6) 2019 as per new additional information and which is updated section b3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding broken retainer ring from the attorney of the family. The information received on september 9, 2021 stated the following reporter alleged that the use of one or more the customer began using insulin pumps. Customer stated that they had personal injury the pump. In (B)(6) 2019, the customer was using a medtronic minimed 630g and 670g insulin pumps. No harm requiring medical intervention was reported. The insulin pump will not be returned for further analysis.